Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g6 continuous glucose monitor initially failed to pair with the ilet and displayed three lines on the ilet home screen, consistent with intermittent cgm communication dropouts during sensor warm-up and reconnection. Symptoms included no adverse clinical effects and a blood glucose value of 171 mg/dl. Outcomes included no interruption of insulin dosing by the ilet during brief cgm communication gaps and no need for medical intervention. Investigation included remote troubleshooting, review of device status and histories, confirmation of warm-up state in the dexcom app, and guidance to perform a g6/g7 toggle, restart, and reentry if needed. Investigation of this case revealed transient cgm-to-ilet connectivity loss that self-resolved, with no ilet dosing malfunction and no sensor hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent wireless communication interference during cgm warm-up and routine operation.